Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had unexpected restart the customer also report that the pump had a black screen. The customer also report there was fluid under the lcd display. Customer's blood glucose value was unknown at the time of the incident. Customer not able to complete rewind. The customer was advice customer the pump will need to be replaced. Advice customer to revert to back up plan per health care professional instruction. Insulin pump will be return for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damaged electronic assembly. Unable to perform operating current test, displacement, test or verify unexpected restart alarm due to blank display. Device had cracked case at display window corners, broken reservoir tube lip.